Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Customer technical support confirmed the customer's email address for receiving a field correction notice and assisted the customer with resetting the pump, which resolved the malfunction without recurrence. The customer was instructed to continue using the pump and to complete the cartridge load process independently, with an understanding to call back if issues persist.